Event description:
It was originally reported that the pt experienced a loss of therapeutic effect. The therapy was effective for the first 2 days but has not been effective since. Increasing her stimulation has no effect. The stimulation seemed to be move to different places. Her physician told her not to change the program. She was in fair condition. The healthcare provider confirmed that the pt experienced lack of effect. The lead was revised. No surgical complications were reported.